Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was intermittently unresponsive, though the device was functioning at the time of the call and the user did not report affected glucose levels; the issue pertains to an unresponsive key/button involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive control input on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.